Event description:
On (B)(6) 2025, I received the polymotion hip resurfacing system. I experienced excruciating pain past the initial 6 week recovery time. I developed a golf ball size fluid pocket which was sterile. The pain became such my daily activities were limited. After multiple contacts with my surgeon, I requested a CT scan. The scan showed a malplaced implant in the femoral component. The surgeon instructed me to use an assistive device for a year. Unfortunately, the pain became such I sought other surgeons for a second opinion. One surgeon noted the cup component was loose on imaging and a misaligned stem. Finally, I converted to a total hip replacement around (B)(6) 2025. Findings included metal debris, a lose cup, malaligned femoral component and a large pocket of fluid that was communicating with the joint. When I signed up for the (B)(6) study, the initial paperwork said a representative of the company would be present during the surgery. I feel that between the surgeon and the company representative, someone should have see the malaligned component which breached the femoral stem. The revision surgeon contacted my initial surgeon before doing a total hip replacement. Only recently has the study coordinator contacted me regarding follow-up. I believe the company breached its fiduciary duty by not having a representative in the surgery and the surgeon did not report the issue to the FDA in a timely manner.